Manufacturer narrative:
The pump was returned to animas for investigation. Evaluation revealed, the pump case at the serial number label was warm to the touch; components u31 and u33 were found to be defective resulting in a high current draw and a short battery life.

Event description:
The reporter, the pt's mother, reported on (B)(6) through (B)(6) 2011, the pt obtained multiple low battery alarms on the insulin pump. The pt did not report experiencing any symptoms or seeking medical attention. On (B)(6) 2011, the reporter noted, the pump was hot to the touch; there was no pt injury due to this issue. Troubleshooting revealed the battery cap was intact and secure, there was no moisture in the battery compartment and the battery was warm to the touch.